Event description:
Tip of cannula broke off while attempting disconnection. The customer sent part of intravenous set to abbott laboratories. Investigation with visual inspection of partial tubing, by abbott laboratories, confirmed broken spike in tubing distal to the y-site. Letter had been sent to their customer, by abbott, 9/14/98 stating the following: "previous studies of this failure mode conducted by the MFR have shown that cannula breakage occurs only upon disconnection of the device from the intravenous line. This practice is contrary to the labeling and directions for use."